Event description:
On (B)(6) 2024 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6)2024 during a remote nursing visit, the patient was noted to have a fever of 38.5 degrees celsius with abdominal pain and was prescribed unspecified antibiotic therapy.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.